Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging using the pump¿s bolus function did not correct a blood glucose (bg) excursion between 300-400 mg/dl. It was reported the patient did not experience any related symptoms with the bg excursion. The reporter stated the patient gave insulin via injection to treat the bg excursion and that bgs responded appropriately to the injections. The patient reportedly had changed the infusion set the morning of (B)(6) 2014 but bgs did not come down. The patient had reportedly come off the pump prior to calling animas and was using injections to control bgs. The reporter denied any site or set issues. Customer technical support reviewed the pump with the reporter and found that the time and date and basal settings were correct. The patient¿s bg excursion without symptoms does not meet animas¿ criteria for a serious injury. This complaint is being reported based on the allegation that bgs did not respond to bolus corrections from the pump.